Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes custom was inserted into a patient and requires a trach change out. The event described a product ordered was too long for the patient. Trach tube had to be immediately changed to avoid trachea discomfort and pain. This is not a malfunction on device as the trach tube was not measures to the anatomy of the patient needs.